Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: december 06, 2014. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure, a surgeon discovered that a synframe device was missing a bolt/nut. It was reported the nut/bolt was found. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: the returned device was examined and the complaint condition of ¿missing bolt¿ was unable to be confirmed as the device was returned fully assembled with all subcomponents and operating as intended. As no defects or deficiencies were able to be identified with the returned instrument, no further investigation was necessary. The synframe system allows for a less invasive spine surgery by eliminating hand-held retractors and allowing direct visualization. A minimum of four retractors are utilized and each inserted into a guide rod then locked into place by rotating the blade 90 degrees. The guide rods can then be attached to the holding ring through ring clamps. Two connecting rods are attached to the holding ring and secured to the operating table with synframe angled rods, synframe angled rod holders, and synframe insulated table clamps. The relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified that would have contributed to the complaint condition. Per the drawing, the screw in question is secured with adhesive during the manufacturing of the device. It is likely that attempts to disassemble the device for sterile processing broke the adhesive bond leading to the screw being temporarily misplaced. The returned instrument was intact and operated as intended; as such, the complaint is unconfirmed. No further action is necessary. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.